Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg). Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed soda to address bg level.